Event description:
It was reported, that a patient underwent a skin closure procedure in 2023 and suture was used. During the procedure, the clinicians of dermatology dept complained about connection between needle and suture. The suture appeared damaged close to the needle, and suture detach from needle after the first passage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). H6 component code: g07002. Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the total number of products involved in this event? Unk. Did the event occur during one or multiple patient procedures? What is the total number of procedures? As stated, in note a-8825261 the number of procedures and/or patients is unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). As stated in note a-8825261, the related complaint to this one is (B)(4). Was there any change in the patient's post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What is the lot number? The lot number of the box that was problematic for the surgeons for both (B)(4) is at3844. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.